Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One 8.5f fast-cath introducer sheath was received for evaluation. The guidewire assembly was also returned. The extension tubing had detached from the sideport of the hemostasis body.

Event description:
It was reported that after being positioned in the patient for a few hours, the sideport tubing detached from the introducer. The introducer was replaced which resolved the issue. The patient experienced blood loss accompanied by a drop in hemoglobin level which did not require any intervention.